Manufacturer narrative:
The reported events of high pacing impedance, and noise were confirmed. The complaint of extra cardiac stimulation was unable to be confirmed. As received, a complete lead was returned in one piece. Final analysis found clavicle crush fracturing all fillars of the outer coil and damage to the outer insulation distal to suture tie impression. The cause of high pacing impedance and noise was due to clavicle crush.

Event description:
Related manufacturer reference number: 2017865-2023-22043. It was reported that the patient presented in the emergency room with pocket stimulation. Upon interrogation, it was found that the patient's atrial lead exhibited a polarity switch due to increased pacing impedance. Noise was also noted on the lead. During lead revision procedure, the patient's right ventricular lead was found to have an insulation breach. Both leads were removed and replaced on (B)(6) 2023. The patient was stable.